Event description:
Patient presented back to the physician with continued swelling at the chest incision site, causing pain. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with fluid accumulation, swelling, tenderness, and pain at the chest incision site. On evaluation, a seroma was diagnosed. Physician drained the seroma and prescribed antibiotics.